Event description:
Revision of attune revision knee due to aseptic loosening did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant --> (B)(6). Was device explanted? True. Hardware/explant removal due to: --> implant loosening (aseptic or septic ? ). Did patient require revision surgery? --> true. If yes, date of revision surgery. --> (B)(6) 2023. Reason for revision surgery. --> implant loosening and pain. Patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> pain and inflammation. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, complaint number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).